Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in (B)(6) 2016 the patient went in for a refill and the pump had flipped. The healthcare provider flipped it back over and was able to fill it but ¿panicked¿ and sent the patient to a surgeon to anchor it. The patient sees the surgeon (B)(6) 2016. The patient wondered if they would be able to anchor it. The patient was afraid it would be taken out.

Event description:
It was reported that a patient felt that the pump was moving. The patient expressed concerned about the possibility of the pump flipping. The patient stated that she was a ¿large woman but has lost a lot of weight¿ and she could feel the pump move. The patient was concerned she would not be able to bend over or move her arms. The healthcare professional (hcp) told the patient that she needed to wear a binder ¿for the rest of her life¿ to prevent pump flip. No issue with the pump itself was reported. The positioning of the device was not corrected, per the hcp the patient "recovered with permanent impairment." The patient later noted that she was still having concerns regarding the device but was working with the hcp or manufacturer's representative and had an appointment (B)(6) 2015. No drug information, intervention, or outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).